Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by damaged fuses. The fuses were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was no line power getting to the mobile view station (mvs). No patient was present during the time of the reported incident.